Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2016, three stents were implanted, including a 16x2.25mm promus premier drug-eluting stent implanted in the first marginal branch. In (B)(6) 2016, the patient presented with angina. Angiography was performed and revealed isr of the previously implanted 16x2.25mm promus premier drug-eluting stent. Plain old balloon angioplasty (poba) was then performed. No further patient complications were reported and the patient's status was stable.